Event description:
Healthcare professional reported a left-side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified missing shell, the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.